Event description:
It was reported with the use of the bd ultrasafe¿ plus x100l there was an issue with plunger of the syringe just flew and medication spilled.

Manufacturer narrative:
Investigation summary: no samples are available for investigation. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer and not correlate this symptom with a potential cause linked to bd process. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultrasafe¿ plus x100l there was an issue with plunger of the syringe just flew and medication spilled.